Event description:
It was reported that a patient presented with over-sensing of noise and far r wave over-sensing noted on the implantable cardioverter defibrillator. Further intervention was planned. No adverse patient consequences were reported.